Event description:
The manufacturer received information alleging the red light is on and it's the wrong bed. There was no harm or injury reported. During the evaluation of the device at third-party service center, a ventilator inoperative error code for evt_mach_flow_drift_high was found in the ventilator's downloaded error log. This error means the machine flow sensor drifted above the specification (>0.2lpm). The device's system board was replaced to address the issue. Additionally, an error code for evt_mcl_foc_shutdown, which means the motor controller has proceeded to the shutdown state due to an error with the motor, and an error code for evt_drift_debug, which means the sensor offset during drift calculation is too high, were found in the ventilator's downloaded error log. The replacement of the system board would serve to address these issues. These issues are not considered reportable malfunctions.